Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 was failed to open and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer found that auxiliary matrix drawer would not unlatch or recover. Replacing the control board corrected the issue. The engineer tested the station using diagnostics, and the customer tested the station using the medical application. Both tests confirmed successful functionality. The system functioned as intended after the field service engineer repaired the device.